Event description:
Heartware left ventricular assist device (lvad) patient presents with melena and anemia. Hemoglobin was 6.9 and international normalized ratio (inr) 1.4 on admission in the setting of coumadin therapy and aspirin 243 mg daily. Two units of blood were transfused. Endoscopic evaluation included: egd, colonoscopy, balloon enteroscopy; and did not reveal blood or bleeding source. Heparin to coumadin bridge was not completed prior to discharge due to patient leaving the hospital against medical advice. Aspirin was decreased to 81 mg daily.